Event description:
No additional information.

Manufacturer narrative:
Sample was returned with pr 7743727 and the complaint is verified. The quadfuses had cracked and broken male luers. The root cause could not be found. In the past, overuse of alcohol wipes has been a culprit for the luers breaking. A device history record review could not be performed on material mz9275 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that an unspecified number of bd maxzero¿ multi-fuse extension sets with needleless connector had issues with the hub cracking and breaking off. As a result, the patient developed clabsi shortly after, but no further information on the treatment was provided. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "now we are having an issue with the quad lumen extension set (cat # mz9275). Yes, they are all on patients and have had it happen after being on for only for a shift... Can you please describe the issue? The hub cracked and broke off. Are there any adverse event or serious injuries reported on patient or health professional? Clabsi reported shortly after this patient around the same time as discovered the crack. What type of procedure was being performed? N/a. What was the medication being used? IV fluids and vasopressin. Was there a delay of, or change in, the course of treatment due to the event? Yes unsure of what . Was there any exposure to blood/bodily fluid/IV solution? Yes".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.